Manufacturer narrative:
Additional info: a1, a3a, a4, a5b, b2, b5, b6, b7, d8, e1 (street 1, city, region, postal code), g1, h6 (patient codes, ime e2402: loss of domain, induration, ileus, fibroadipose tissue, eosinophilic inflammatory infiltrate), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a epigastric, umbilical, & incisional hernia. It was reported that after implant, the patient experienced recurrence (swiss cheese defect), infection, open draining wound, abscess, adhesions, inflammation, cellulitis, necrosis, loss of domain, fever, abdominal pain, foul smelling purulent drainage from umbilicus, tenderness, redness, wound dehiscence, constipation, abdominal wall edema, erythema, chills, induration, abdominal distention, infected mesh, crampy abdominal pain, nausea, vomiting, loose stools, granulomas, serosal tears, ileus, pain, scarring, attenuated fascia, mrsa, abdominal fluid collection, fibroadipose tissue, granulation tissue, & eosinophilic inflammatory infiltrate. Post-operative patient treatment included surgery to remove mesh, abdominal wall reconstruction, CT scan, multiple hospitalizations, wound packing, antibiotics, IV antibiotics, IV pain medication, hernia repair surgery, abdominal wound debridement, partial removal of mesh, removal of necrotizing posterior fascia; transversalis fascia, posterior belly of muscle of the rectus; internal obliques, repair of serosal tears, IV fluids, component separation, bilateral rectus abdominis advancement flaps, abdominal wall closure with local tissue rearrangement, exploratory lap, lysis of adhesions, excision of fascia & old suture material, hernia repair with mesh & use of sutures, excision of abdominal scar, wound vac, physical therapy, & mesh revision.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a epigastric, umbilical, & incisional hernia. It was reported that after implant, the patient experienced seroma, bloating, recurrence (swiss cheese defect), infection, open draining wound, abscess, adhesions, inflammation, cellulitis, necrosis, loss of domain, fever, abdominal pain, foul smelling purulent drainage from umbilicus, tenderness, redness, wound dehiscence, constipation, abdominal wall edema, erythema, chills, induration, abdominal distention, infected mesh, crampy abdominal pain, nausea, vomiting, loose stools, granulomas, serosal tears, ileus, pain, scarring, attenuated fascia, mrsa, abdominal fluid collection, fibroadipose tissue, granulation tissue, & eosinophilic inflammatory infiltrate. Post-operative patient treatment included revision surgery, irrigation, umbilicoplasty, surgery to remove mesh, abdominal wall reconstruction, CT scan, multiple hospitalizations, wound packing, antibiotics, IV antibiotics, IV pain medication, hernia repair surgery, abdominal wound debridement, partial removal of mesh, removal of necrotizing posterior fascia; transversalis fascia, posterior belly of muscle of the rectus; internal obliques, repair of serosal tears, IV fluids, component separation, bilateral rectus abdominis advancement flaps, abdominal wall closure with local tissue rearrangement, exploratory lap, lysis of adhesions, excision of fascia & old suture material, hernia repair with mesh & use of sutures, excision of abdominal scar, drain placement, wound vac, physical therapy, & mesh revision.

Manufacturer narrative:
Correction: h6 (removed patient code, added patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence (swiss cheese defect), infection, open draining wound, abscess, adhesions, inflammation, cellulitis, necrosis and loss of domain. Post-operative patient treatment included surgery to remove mesh and abdominal wall reconstruction.